Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper teeth need more straightening. Patient provided a bite video and it was determined that the patient has an anterior open bite. Pt was rtd.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. Updated e1 customer information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.